Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an MRI (magnetic resonance imaging) today (B)(6) 2022 and was done about 12:45 and it was 3:31pm now and when they tried to bolus they were getting service code 100 motor stall call clinician.  They had not yet called the doctor.  They mentioned they had an MRI scheduled for tomorrow (B)(6) 2022 too.  It was reviewed the guidelines and told the patient to check with the doctor to see how he wants them to follow up after the MRI.  Troubleshooting was not required. The issue was not resolved as troubleshooting is not needed. The patient was redirected to their healthcare provider to further address the issue.  No patient symptoms or complications were reported.